Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown malfunction alarm occurred. The customer successfully cleared the alarm and resumed insulin deliveries. There was no reported adverse impact to the customer's blood glucose level.